Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer added more insulin to the cartridge and insulin was resumed. Customer also reported to have had another load issue but could not provide further details. Tandem technical support (cts) did not verify any alert or error in the pump history related to the load process. Cts assisted the customer with the load process. Customer successfully resumed insulin delivery. Customer¿s blood glucose level was 131 mg/dl.